Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient went for his normal walk and was only able to walk one mile before getting light headed and short of breath. The patient reported he is normally able to walk for 3 to 4 miles a day. The patient became increasingly weak over the past couple days with shortness of breath, dyspnea on exertion (doe), pale, and lightheaded. The patient originally thought the symptoms were related to blood sugar but were not relieved or worsened with food. The patient presented to the emergency department and labs revealed hemoglobin (hgb) of 5.7 g/dl. On (B)(6) 2019, hgb was 8.1 g/dl and the patient felt well. Capsule results showed bright red blood and active bleeding from jejunum. There was a plan for double balloon enteroscopy and hold oral iron and nothing by mouth for the colonoscopy plan. On (B)(6) 2019, hgb was 7.8 g/dl to 8.2 g/dl. On (B)(6) 2019, the double balloon enteroscopy was performed and lantus was decreased to 30 units per pharmaceutical recommendation. The enteroscopy revealed actively bleeding dieulafoy's lesion in the jejunum status post cautery and endoclips. Intravenous (IV) iron was started. The patient's hgb was 7.2 g/dl and down trending. On (B)(6) 2019, the patient was transfused 1 unit of packed red blood cells and IV iron was ordered. The patient was having tarry bowel movements but hgb was stable. On (B)(6) 2019, the patient's hgb was 8.1 g/dl with appropriate elevation after transfusion. The patient was discharged home after IV iron. The patient decided to continue with lvad and not pursue further heart transplant workup. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.